Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted for premature battery depletion, as the battery was at 3 years remaining only 1 year ago and now had explant indicator/limited battery capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the device was discarded by the hospital, therefore will not be available for return.